Event description:
Implant burst upon removal. They were uncomfortable and hard. A closed capsultomy for capsular contractures was completed. There was implant degeneration. Rptr has arthritis symptoms, joint swelling, pain, stiffness in knees, wrists, fingers, and hips, hardening of skin around implants, muscle fatigue, difficulty lifting, stiffening while sitting, swelling of hands and fingers, breast tenderness, fatigue, general aching and stiffness, difficulty sleeping, embarrassment and self-consciousness when embracing people, and she had to give up bowling and golfing due to joint pain.